Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece was getting hot and wobbles. During the procedure. There was no patient impact.

Manufacturer narrative:
Product analysis- unable to conduct pre-temperature test because the handpiece will not run due to corroded housing. Unit had to be scrapped due to physically damaged. If information is provided in the future, a supplemental report will be issued.